Event description:
It was reported that the patient presented in-clinic for a routine check-up. During the check-up upon review of transmission files it was observed that the right-atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing. No intervention was performed, and the patient will be monitored remotely. Patient status was stable.